Manufacturer narrative:
The reported event of failure to connect was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. The connector pin was able to be inserted and removed from the device header with no restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead failed to be connected to the pacemaker. The lead was not used. The patient was stable throughout.